Event description:
It was reported that the fan was noisy and that the bay assembly was broken. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of a noisy system fan and broken bay assembly and the power cord bay and system fan were therefore replaced. Analysis also found an intermittent port issue and the media processing unit printed circuit board was therefore replaced. (B)(4).